Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their previous implantable pulse generator (ipg) was "slowing down" and not pacing as well. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.